Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Reportedly, the insulin gauge displayed 0 units when there was 150 units of insulin remaining in the cartridge. Prior to calling tandem technical support, the customer reloaded the existing cartridge and completed the load process successfully. There was no reported impact to the customer's blood glucose level.